Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the saw device was getting very hot and the blade was flapping. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there was an unknown liquid inside the device, the bearings were corroded, and the o-rings were damaged. The assignable root cause was determined to be due to improper cleaning and care of the device and immersion during cleaning, which is failure to follow directions for use. This is further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the sagittal saw attachment device was getting very hot and the blade was flapping. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.